Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a broken belt clip. The blood glucose reading was 50 mg/dl. Customer treated the low blood glucose with glucose tablets. She reported that the clip was coming off of the insulin pump but was advised that it can be locked in place. Customer stated that it had been locked in place. Nothing further was reported.